Event description:
It was reported that an ilet user experienced repeated ¿dosing stopped¿ alerts overnight while using the system with a libre 3 plus sensor, with the clinic nurse indicating uncertainty whether the sensor was paired to the ilet app and noting signal loss to the ilet. Symptoms included no reported adverse clinical effects. Outcomes included interruption of automated insulin delivery and the need for troubleshooting support. Investigation included internal technical review and request for user troubleshooting to confirm cgm pairing and communication status. Investigation of this case revealed that dosing stops can occur when the cgm is not paired or when cgm signal is not received by the ilet. It was concluded that the event was consistent with loss of cgm communication leading to safety-driven dosing suspension, with no evidence of device malfunction.